Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit passed the rewind test, but failed the displacement test. Did not proceed further with prime/seating test, basic occlusion test, and force sensor test due to unit failing displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 01/18/2026 23:25:41.000 and 01/18/2026 23:26:56.000. Line=778 file=121. Pump error 37 was also found on 01/18/2026 19:11:45.000 through 01/18/2026 20:28:41.000. Line=795 file=121. However, no unexpected pump errors were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly; however, corrosion was found on the motor home switch, leading to the pump errors and failed displacement test. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 and pump error 37 were confirmed when both alarms were noted during download history review. Due to moisture damage and corrosion found on the motor home switch, isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm(s). The customer was not able to rewind the pump. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.